Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch number has no corresponding in our system. The right batch number being unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a protaper universal file broke during use. The broken piece was not retrieved and was incorporated into the filling.